Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor was failed incoming functionality testing. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 110 (overvoltage cleared no energy).